Event description:
A customer reported an error message, "replace sensor," when scanning the adc freestyle libre 2 sensor. As a result, the customer said she received third-party medical treatment from someone else other than herself because of this issue, however refused to continue the troubleshooting process. No further information was reported. There was no report of death or permanent injury.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating a normal termination). Visual inspection was performed on the sensor plug and broken sensor snaps were observed which, prevents a proper seal between the rubber contacts and pcb (printed circuit board) contacts. An extended investigation has also been performed on the returned sensor plug and broken snaps were observed. Broken snaps will cause the sensor plug to become loose and create a poor connection between the sensor plug and pcba (printed circuit board). Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message, "replace sensor," when scanning the adc freestyle libre 2 sensor. As a result, the customer said she received third-party medical treatment from someone else other than herself because of this issue, however refused to continue the troubleshooting process. No further information was reported. There was no report of death or permanent injury.

Event description:
A customer reported an error message, "replace sensor," when scanning the adc freestyle libre 2 sensor. As a result, the customer said she received third-party medical treatment from someone else other than herself because of this issue, however refused to continue the troubleshooting process. No further information was reported. There was no report of death or permanent injury.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.